Event description:
The patient underwent a pelvic floor repair procedure in 2006. Postoperatively, the patient experienced vaginal mesh exposure, which was noted during a follow up visit with the physician six weeks later. A partial excision of the mesh was performed about three months later and premarin cream was applied.

Manufacturer narrative:
H6: conclusion: exposure of the mesh can occur for a variety of reasons such as inadequate mucosal closure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy; others require resection in the office or the operating room. Exposure is a risk with use of any foreign material. (510(k)#k013718)